Event description:
During xia3 surgery, when the surgeon used the torque wrench and did the final tightening of the blocker, the tip of the torque wrench broke. Therefore the surgeon tightened the blocker using the universal tightener. The surgeon requested the investigation of the broken torque wrench.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.